Manufacturer narrative:
The cartridges are expected to be returned; however, they have not yet been received. A supplemental report will be submitted if the cartridges are received. Device not returned.

Event description:
It was reported that the customer's cartridges were leaking after a few days of use. The customer's blood glucose (bg) level was over 400 mg/dl. The customer would replace the cartridge and deliver a bolus to address the high bg level.